Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 32 mmol/l. It was reported that the customer had been feeling ill, possibly with the flu, prior to the hospitalization. It was stated that the doctor felt the insulin pump might not be working properly. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.